Event description:
The customer reported that the ac power module failed and that the unit failed to power up on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module failed and that the unit failed to power up on ac power. There was no report of pt involvement. The unit was not evaluated by philips. The customer ordered a new ac power module which resolved the failure.